Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) exhibited high capture thresholds with loss of capture and high pacing impedance. The lp was implanted and the following checkup three days later showed the impedance and capture threshold had decreased to acceptable values. There were no patient consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.